Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. During the investigation it was noted that the damaged charge coupled device unit caused the reported malfunction of b30 (scope communication error) to occur. It is most likely that reported malfunction was due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error b30 (scope communication error). There was no patient involvement.